Event description:
It was reported that during an unknown procedure, when placing the circular stapler, the second staple line split and the staples were found irregular. A total of two green reloads were used. They used hand sewing to suture the tissue. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what type of procedure was the device used in? Were both green reloads used for the area that the staple line ¿split¿ occurred? If no, was there a different issue with the second green reload? Please explain. Is the second green reload returning? Was a leak test performed and if so, what was the result?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? - lar. Were both green reloads used for the area that the staple line split occurred? -yes. If no, was there a different issue with the second green reload? Please explain. ¿na. Is the second green reload returning? -yes. Was a leak test performed and if so, what was the result? -not reported. The analysis results found that one tr45g reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no abnormalities were found. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.